Manufacturer narrative:
H10 h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture shows a f4 fault displayed on the screen of a quantum. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that there was a f4 error on the screen during shoulder surgery. It is unknown if there were delays and how was the problem solved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.